Manufacturer narrative:
The insulin pump was returned with a damaged battery cap coin slot. The display was blank because the battery was installed in the battery tube backwards.

Event description:
It was reported that the display was blank. Troubleshooting could not be performed because the battery cap was stripped and could not be removed. Nothing further was reported.